Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in an anastomosis shunt in a moderately tortuous and moderately calcified vessel. A 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 5.0mmx40mmx3.8mmx40mm sterling¿ balloon catheter. No patient complications nor injuries were reported.